Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: visual inspection revealed that the battery compartment was cracked/chipped on the threads. Unrelated to the complaint, evaluation revealed that the display was dim, fading, and discolored. Also unrelated to the complaint, evaluation revealed that the down arrow keypad button was intermittently unresponsive. The keypad cover was intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. In addition to the unrelated issues, evaluation revealed that the battery cap was damaged/stripped. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.